Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The concern happened 2 years ago. The patient just woke up early in the morning and couldn´t move, she called paramedics and they took a bg reading which was low (no value reported) but the cgm reading was 150 mg/dl. They took the patient to the hospital. The patient was treated with IV medication to increase the bg. After the treatment the patient was fine they just stayed there for 2 hours. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.